Manufacturer narrative:
The customer reported that the system was not able to be controlled before they connected their laser probe. The customer has been contacted for additional information; however, no further information has been received. The company representative examined the system and was able to confirm the reported event. The company representative performed an inspection of the system and was unable to find any issues related to the reported event. Unrelated to the reported event, the company representative tightened some loose screws on the back panel of the system. The system was found to meet product specifications, and, therefore, no parts needed to be replaced. The company representative reminded the user that the laser stop button needs to be disengaged before use. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. If subsystems are disabled or in the event of a total shut down during surgery, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. It should be noted that there was no harm to the patient nor did the system itself pose any potential harm to the patient. The system was manufactured on august 22, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser would not respond. The system was rebooted to complete the case. There was no harm to the patient.